Event description:
Reportedly, after the device delivery catheter and sheath were removed, final angiography showed a dissection of the right common iliac artery. According to the report, the cause of the dissection is unknown, however sheath manipulation (no excessive rotation reported) within the patient¿s 11.0mm calcified right common iliac artery may have contributed to the dissection. It was reported, the procedure was concluded with no additional procedures performed to treat the dissection. Reportedly, the physician elected to take a wait-and-see approach and will continue to monitor the patient.

Manufacturer narrative:
Lot: UDI number could not be obtained as the lot number for the device was not available. (B)(4). A review of the manufacturing records could not be performed as the lot number was not available. According to the gore® dryseal sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
Nihon gore reported the following: according to the report, on (B)(6) 2015, a 22 fr gore® dryseal sheath with hydrophilic coating was advanced and a conformable gore tag® thoracic endoprosthesis deployed for treatment of a 52.7×57.5mm thoracic aortic aneurysm. Reportedly, after the device delivery catheter and sheath were removed, a dissection of the right common iliac artery was noted on intraoperative imaging. The cause of the dissection was reported to be unknown but is believed to have been caused during manipulation of the sheath. The physician elected to take a wait-and-see approach with reportedly no additional procedures performed for treatment of the dissection. The procedure was concluded without further complication and the patient was reported to have tolerated the procedure. No further adverse events were reported.